Event description:
It was reported that during central processing, the main body of the monopolar cautery instrument was noted to be damaged. The instrument was not used.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube had deep scratches/gouges. The main tube insulation was scratched and some of the insulation has been removed. The scratches measured approximately .012 - .0309 in length. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the deep scratches/gouges found on the main tube during failure analysis if to recur could cause or contribute to an adverse event.